Event description:
It was reported via repair work order that the head end brakes were not holding due to the brake adjuster being out of alignment however, the foot end brakes could still hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.